Event description:
A CT scan showed a bioglide disconnection. The patient was then urgently brought to the or for retrieval of the catheter and insertion of evd. The patient was given general ansesthetic and a peripheral IV was placed and intubated. The incision was opened using knife electrosurgical (esu) cautery. Esu cautery was used to skeletonize the previous left side tubing. We looked around and followed the choroid plexus to the occipital horn and clearly saw the bioglide catheter just lying there. Graspers were inserted. The graspers got a grip, and we pulled the entire system out of the brain. An evd was placed into the hole, tunneled through a separate stab incision and anchored. Used the bovie cautery to skeletonize the cateter even better. The valve was grabbed and pulled all the distal tubing out and could see the plastic end where the bioglide had disconnected.====================== health professional's impression======================bioglide catheter disconnection is a known problem. The manufacturer has issued a recall. A CT scan showed a disconnection with this patient.====================== manufacturer response for bioglide ventricular catheter, bioglide ventricular catheter======================the manufacturer is aware of this problem and has issued a recall on this bioglide catheter, (FDA recall #'s z-1124-2009 to z-1134-2009).